Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Since authorization form signed. Updated device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant and developed capsular contracture. During visual inspection of the device, a tear (a) was observed on the anterior aspect, measuring approximately 0.8 cm. Leak testing was performed, in accordance with mentor procedures, and two additional tears were observed (b and c) on the same view, measuring 0.2 cm and 0.3 cm respectively. Microscopic examination in the tears edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/30/2020. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant and developed capsular contracture. During visual inspection of the sample a tear was observed on the anterior view measuring approximately 0.3 cm. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Note: date of event is unknown. Reason for device explant and/or reoperation: capsular contracture baker grade ii and rupture. Concomitant medical products: 390cc mentor medium height memoryshape breast implant catalog: 3341202 lot: 7443838 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction surgery with a 390cc mentor memoryshape breast implant experienced right sided capsular contracture baker grade ii and rupture post procedure. The rupture was confirmed upon explantation surgery. As a result, patient had an explantation on (B)(6) 2020.